Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported on (B)(6) 2022, the physician was performing the procedure according to IFU. The physician found that the j-tip guidewire was bent. The physician took out another new product and finished the procedure. No medical intervention was needed. The current patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-l catheter and guide wire for analysis. The guide wire was returned partially inserted through the catheter and signs of use were observed on the returned components. The guide wire was removed from the catheter to conduct visual analysis. Visual analysis revealed one major kink towards the distal j-bend. The j-bend was misshapen but intact. A slight bend/kink was present on the guide wire at the same location as the kink in the guide wire. Microscopic examination confirmed the defect and revealed that the proximal and distal welds were present and spherical. The kink in the guide wire measured 437mm from the proximal tip. The overall length of the guide wire measured 45.50cm, which is within the specification limits of 43.75cm - 46.25cm per the guide wire product drawing. The guide wire outer diameter measured 0.521mm which is within the specification limits of 0.51mm-0.55mm per the guide wire product drawing. The overall length of the catheter from the juncture hub to the distal tip measured 3.50" which is within the specification limits of 3.1875"- 3.5625" per the catheter product drawing. The catheter and guide wire were functionally tested per the instructions for use (IFU) provided with this kit, which states "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The returned guide wire was advanced through a lab inventory ars, lab inventory introducer needle, and returned catheter. The undamaged portions of the guide wire passed with little to no resistance. A lab inventory guide wire was advanced through the distal end of the returned catheter and passed with little to no resistance. A manual tug test confirmed that both distal and proximal welds were secure and intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual analysis revealed that the guide wire contained one kink. Aside from this, the guide wire and catheter met all relevant dimensional and functional requirements, and a device history record review was performed based on a potential lot identified from a sales history review with no relevant findings. Based on the customer report and the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on 15sept2022, the physician was performing the procedure according to IFU. The physician found that the j-tip guidewire was bent. The physician took out another new product and finished the procedure. No medical intervention was needed. The current patient's condition was reported as fine.